Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01270. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handles (handles). It was noted that the patient had a tortuous anatomy. During the procedure, the physician experienced difficulty while attempting to detach a ruby coil using a handle. After several attempts using the same handle, the ruby coil was successfully detached; however, the coil pusher assembly became stuck inside the handle and could not be retracted. Therefore, the procedure was completed using additional ruby coils and a new handle. There was no report of an adverse effect to the patient.